Manufacturer narrative:
Patient weight is unavailable from the facility. (B)(4).

Event description:
It was reported that during a lead extraction procedure to remove 3 leads, the patient blood pressure dropped which required intervention to correct. Reportedly, the first (screwing lead) was removed without incident. The remaining two (tinned) leads were prepped with lld devices. A tightrail device was used to advance down the first lead, but progress stalled. The tightrail was removed, and the lld came with it, in a distorted condition. Another lld was inserted into the lead. The tightrail device and a sightrail device were both used in attempts to extract the two leads, without success. Finally, upon applying traction force the inner lumen was pulled out of both leads with the lld devices. The remainder of the leads were then abandoned.